Event description:
Implantable systems outcomes registry database reported information received from patient that the infusion pump was explanted prematurely due to an acquired staph infection. The pump was implanted in 1999, and explanted "late-1999." The explanted system was not replaced upon resolution of the staph infection. Specific details regarding symptoms, treatments, and interventions prior to the system explant in 1999 were not provided by the reporter. An additional report will be sent if new information is received.